Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.0mm x 60mm x 135cm sterling mr balloon catheter was advance for dilation. During the procedure, the balloon ruptured upon first inflation at 14 atmospheres for 30 seconds. The device was removed without any problem, and the procedure was completed with a different device. There was no patient complications noted as a result of this event, and the patient was in good condition after the procedure.